Manufacturer narrative:
Date received by MFR: the date when a baxter employee acquired information about this case was 03/22/2021 (previously reported as 03/23/2021). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility- (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred while priming for peritoneal dialysis therapy. The home patient (hp) was not connected during the event. It was further reported that ¿fluid had leaked onto the table¿. Renal therapy services (rts) assisted the patient in removing the supplies and advised the patient to start over with all new supplies. Rts walked the hp through setting up the therapy step by step and the hp was able to continue with the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.